Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the device was used as the fourth firing. When the bleeding part was cleaned, malformed staple was found. Used other device and stopped bleeding. However, stapling could not be done partly, so 5cm add'l resection was done and bleeding was stopped by manual suturing. Bleeding under 200cc total. Surgery time was extended by more than 30 minutes.